Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (B)(6) 2019. It was reported that the patient had not notified their healthcare provider (hcp) about the por message. The type of por code observed was a call your doctor message. The patient contacted their manufacturer representative (rep) and the por code was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for cervical neck and spinal pain. It was reported there was a power on reset (por) and therapy had stopped due to the por. The patient was about to recharge her ins when she noticed por appear on the ins recharger. The por was not related to an overdischarge event. The type of por was unknown since the patient programmer would only show that the ins needed to be charged. It was reviewed the patient will want to charge her ins first and then call back to review the type of por and whether it could be cleared with the patient programmer. It was further reported that there was poor coupling and poor telemetry or no telemetry with recharging. The patient stated she could normally get good coupling after doing the ¿als feature¿ on the recharger. The patient stated she would try the antenna locate feature and wait until the ins was 25 ¿ 50% charged. The patient was going to call back once the ins is charged up. No further complications were reported/anticipated.